Event description:
It was reported that during a percutaneous coronary intervention a stent delivery system was stuck on the guide wire. The target lesion was located in the saphenous vein graft. The 4.0 x 32mm promus element plus mr stent delivery system (sds) was advanced and felt resistance, so they removed the non bsc guide wire and the sds. When pulling the guide wire from the monorail portion of the sds, the sds would not come off the wire without excessive force. The physician completed the procedure with another guide wire and a balloon. No patient complications were reported and the patient's status is ok.

Event description:
It was reported that during a percutaneous coronary intervention, a stent delivery system was stuck on the guide wire. The target lesion was located in the saphenous vein graft. The 4.0 x 32 mm promus element plus mr stent delivery system (sds) was advanced and felt resistance, so they removed the non bsc guide wire and the sds. When pulling the guide wire from the monorail portion of the sds, the sds would not come off the wire without excessive force. The physician completed the procedure with another guide wire and a balloon. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination found that the hypotube had kinked approximately at 715mm and 920mm distal from the catheter's strain relief. This type of damage is consistent with excessive force being applied to the delivery system. A kink was noted just proximal to the exit port. Solidified contrast media was present within the entire length of the guidewire lumen, therefore making it impossible to pass a 0.015 inch product mandrel through the lumen. The crimped stent, balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).